Manufacturer narrative:
Per medical review: the patient completed 36-month follow-up form for icl and reported worsening of astigmatism. No report of secondary surgically or medically intervention performed or planned and no report of bcva loss. Icl remains implanted. No additional information was received to date. The reassessment will be performed upon additional information is obtained. It should be noted, that per dfu, standard icl functions as a refractive element to optically reduce moderate to high myopia, not astigmatism. Based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
The facility indicated the lens remains implanted and at the last exam on (B)(6) 2016. The patient's uncorrected vision was 20/30 -2. The patient had astigmatism prior to icl implant. (B)(4).

Manufacturer narrative:
(B)(4). Lens remains implanted. (B)(4) - (astigmatism worse), work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4)

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in his left eye (os) on (B)(6) 2012. The patient reported his astigmatism is worse. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.